Event description:
It was reported that the user experienced an ¿alert 90 ¿ algorithm output range error¿ on the ilet while at a healthcare provider office, which was addressed by powering the device off and back on and observing for approximately fifteen minutes without recurrence. Symptoms included no reported adverse clinical effects. Outcomes included no medical intervention or hospitalization. Investigation included customer service troubleshooting and user education to power cycle the device and monitor for recurrence, with instruction to contact the care team if the alert returned. Investigation of this case revealed that the alert resolved after restart, consistent with a transient software or algorithm execution anomaly without persistent malfunction. It was concluded, based on previously established findings for similar reports, that the cause was indeterminate but consistent with a transient, non-reproducible device software event. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.